Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump was unresponsive. Customer¿s blood glucose was not impacted. During troubleshooting, customer applied more force to the wake button and pump touch screen turned on.

Manufacturer narrative:
This event does not meet MDR requirements as defined by 21 cfr 803.